Manufacturer narrative:
Insulin pump was received with missing segments due to cracked and bleeding on lcd glass. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to damaged lcd glass. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have bumped into a counter causing a black blotch on display screen and menu could not be viewed. Customer does not know how damage occurred. Customer's blood glucose was 350 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for high blood glucose stating that high blood glucose was due to eating a donut.